Event description:
In 2009, baxter was informed of a case, which refers to a spontaneous report from a health care professional of the facility, that a uv-flash solution transfer set (lot h08a07013) wasn't able to be connected to the system. During a peritoneal dialysis session of a female patient in 2008, it was impossible to connect the tip of the set to the system. The set has been changed in emergency. The patient has been hospitalized for monitoring and intraperitoneal antibiotics until the following day. According to the health care professional there was an infectious hazard. She reported that the set has been changed in 2008. In 2008, the set was changed for the same event (extremity of the set deformed). Reportedly there were no clinical consequences for the patient.

Manufacturer narrative:
The sample is available for evaluation. A follow up report will be filed upon completion of the evaluation, or if additional information becomes available.